Event description:
During a routine dialysis treatment , the patient abruptly moved his access arm which resulted in a venous access needle infiltrate. Treatment was terminated without rinseback, resulting in a 210cc blood loss. No medical intervention was requested.